Event description:
The reporter stated that he had obtained an er1 message on a surestep meter used to test the blood glucose of a rat (the meter is not used on humans). He stated that the confirmation dot was dark blue, however, he did not provide info relating to the condition of the subject. The lifescan rep informed him that the meter has not been FDA approved for use on animals.